Event description:
When we plugged in to test the apc straight fire message box appeared on the erbe machine stating device not connected. We reconnected, unplugged, reconnected and had the same issue. Switched out erbe machine-same message appeared-opened another straight fire and it worked.